Event description:
It was reported the device was ¿spontaneously¿ turning off 2-3 times a day. The issue started 5-6 months prior with the most recent time being the morning of the report. It was stated the patient would be sitting at their office with ¿normal work stuff¿ around and it would turn off. They would check the device with the programmer and it would show that it was off and they would turn it back on. In the past, the patient had hit the neurostimulator off button (middle button) accidentally, but the reporter was confident the patient was not doing that at the time of report. Therapy was ¿good¿ and impedances were ¿fine.¿ longevity was showing 71 months and the report showed that 97% of the time the patient used program 2. Total hours were noted to be 1332 and it was showing 78% for daily use. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06nup, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).